Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows a patient with what looks to be contact dermatitis. This verified the reported issue. Without a physical sample it is not possible to determine if in fact the chloraprep applicator has an increased chg concentration, increased ipa concentration, chemical specifications that do not meet requirements and/or increased impurity or leachable concentrations as established as potential causes. A definitive root cause could not be established at this time. A production record review could be completed as the batch/lot information is unknown. No further actions are required. This record will continue to be tracked and trended.

Event description:
It was reported by the literature article author that two patients developed allergic contact dermatitis due to compound allergy induced by chloraprep with tint. Per article: therefore, in both cases we diagnosed allergic contact dermatitis due to compound allergy induced by chloraprep with tint.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the literature article author that two patients developed allergic contact dermatitis due to compound allergy induced by chloraprep with tint. Per article: therefore, in both cases we diagnosed allergic contact dermatitis due to compound allergy induced by chloraprep with tint.